Event description:
It was reported that the bd alaris smartsite extension set was damaged. The following information was provided by the initial reporter: my customer has been having issues with bifuse & trifuse extension sets. They are experiencing that the device is breaking when it is connected/disconnected from the IV tubing. Additionally, the blue seal is dropping and remains stuck in the down position. They do not have lot numbers. Additional information received from the customer: can you please provide an exact date of event in format dd-mmm-yyyy? 01-04-2026 describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. Product was broken and needed new product. Slowed throughput in the unit. They are experiencing that the device is breaking when it is connected/disconnected from the IV tubing. Additionally the blue seal is dropping and remains stuck in the down position.

Manufacturer narrative:
E.1. Address was not located, and (B)(6) was used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.